Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient passed away on (B)(6) 2018 after being placed in comfort care. Follow-up is being conducted to obtain the etiology of the death. It was also noted that a ventriculoperitoneal shunt was placed on (B)(6) 2016 (catalog# 42866; lot# e10240), but it was unknown if this was the shunt that failed; the staff did not save the specimen wrapper. It was also noted that the proximal catheter and shunt valve were disconnected and the patient had a flow of csf fluid from the ventricular catheter. The programmable valve was checked with a manometer, which revealed no runoff incontinuity with the peritoneal catheter. The shunt valve was disconnected from the peritoneal catheter. The manometer was then connected to the peritoneal catheter and the peritoneal catheter and had excellent runoff of 3cm of water pressure. The explanted shunt valve was connected to the pressure manometer with no flow noted through the shunt valve. There was no known environmental / external / patient factors that may have led or contributed to the issue. The cause valve being defective was also not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was felt that the death was not caused by the failure of the device.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was brought to the emergency center with double vision, lethargy, and confusion. A head CT revealed hydrocephalus with ventricular dilatation and cortical effacement which was worsened since the study of approximately one week earlier. Findings were suggestive of a ventriculoperitoneal (vp) shunt malfunction. Three days post emergency center visit, the patient was brought to the operating room for a shunt revision. The entire shunting system was tested piece by piece on (B)(6) 2017, and the issue was located with the shunt valve. The proximal catheter and the shunt valve were located and manually disconnected. The patient had egress of cerebral spinal fluid from the ventricular catheter. A monometer was used to check runoff through the shunt through the programmable valve. The programmable valve did not have runoff in continuity with the peritoneal catheter. The shunt valve was disconnected from the peritoneal catheter. The monometer was connected to the peritoneal catheter and the peritoneal catheter had excellent runoff of 3cm of water pressure. The explanted shunt valve was connected to a pressure m monometer with no flow noted through the shunt valve. A new programmable shunt valve was placed and programmed with the patient's prior setting. The valve was connected to the catheters, and the patient was awakened from surgery. The patient initially improved and didn't have harm from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was explanted due to it being defective.